Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right fallopian tube perforation"), pregnancy with contraceptive device ("pregnancy") and pulmonary embolism ("pulmonary embolism") in a (B)(6) -year-old female patient who had essure (batch no. 626684) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included psychiatric disorder nos, laparoscopy, gravida ii, parity 3 ((B)(6) 1999, (B)(6) 2008 and (B)(6) 2010) and preterm labor. Concurrent conditions included overweight, nausea, genital bleeding, allergic reaction to antibiotics, hematuria, drowsiness, diarrhea, vomiting, dehydration and uterine bleeding. Concomitant products included levocetirizine dihydrochloride (xyzal) for hives and rivaroxaban (xarelto) for pulmonary embolism. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urticaria ("hives / hives all over my body from the time of essure placement"). In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and placental disorder ("calcified placenta / placenta trauma"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. On (B)(6) 2014, 6 years after insertion of essure, the patient experienced pulmonary embolism (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced menorrhagia ("heavy menses") and dysmenorrhoea ("painful menses"). On an unknown date, the patient experienced mental disorder ("caused or aggravated any psychiatric and/or psychological condition"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent hysterectomy, bilateral salpingectomy, and cervicectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pulmonary embolism, placental disorder, menorrhagia, dysmenorrhoea and mental disorder outcome was unknown and the urticaria had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2010. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia, mental disorder, placental disorder, pregnancy with contraceptive device, pulmonary embolism and urticaria to be related to essure. The reporter commented: pfs- patient received treatment for hives, pulmonary embolism, pregnancy, fetal tachycardia, calcified placenta, heavy and painful menses, severe and persistent pain in the lower right abdomen. Current weight: (B)(6) lbs. Mr- positioning of essure device on the right with part of this device within the fallopian tube and part within the endometrial cavity with obvious spillage of contrast seen on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: did not show occlusion on both sides. Ultrasound scan - in (B)(6) 2014: right fallopian tube perforation. In late 2009 underwent home pregnancy test. Most recent follow-up information incorporated above includes: on (B)(6) 2017: concomitant drug, historical drug, reporter, essure lot number added from pfs. Concomitant condition, historical condition, lab data added from medical report. Case was upgraded to incident. The event "severe and permanent injuries" was deleted and the following events were added: right fallopian tube perforation, pregnancy, pulmonary embolism, hives / hives all over my body from the time of essure placement, calcified placenta / placenta trauma, heavy menses, painful menses, severe and persistent pain in the lower right abdomen / stabbing, severe and persistent pain in lower abdomen, pain, caused or aggravated any psychiatric and/or psychological condition. Essure legal manufacturer has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right fallopian tube perforation"), pregnancy with contraceptive device ("pregnancy") and pulmonary embolism ("pulmonary embolism") in a 33-year-old female patient who had essure (batch no. 626684) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included psychiatric disorder nos, laparoscopy, multigravida, parity 3 ((B)(6) 1999, (B)(6) 2008 and (B)(6) 2010) and preterm labor. Concurrent conditions included overweight, nausea, genital bleeding, allergic reaction to antibiotics, hematuria, drowsiness, diarrhea, vomiting, dehydration and uterine bleeding. Concomitant products included levocetirizine dihydrochloride (xyzal) for hives and rivaroxaban (xarelto) for pulmonary embolism. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urticaria ("hives / hives all over my body from the time of essure placement"). In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and placental disorder ("calcified placenta / placenta trauma"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. On (B)(6) 2014, 6 years after insertion of essure, the patient experienced pulmonary embolism (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced menorrhagia ("heavy menses") and dysmenorrhoea ("painful menses"). On an unknown date, the patient experienced mental disorder ("caused or aggravated any psychiatric and/or psychological condition"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent hysterectomy, bilateral salpingectomy, and cervicectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pulmonary embolism, placental disorder, menorrhagia, dysmenorrhoea and mental disorder outcome was unknown and the urticaria had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2010. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia, mental disorder, placental disorder, pregnancy with contraceptive device, pulmonary embolism and urticaria to be related to essure. The reporter commented: pfs- patient received treatment for hives,pulmonary embolism,pregnancy,fetal tachycardia,calcified placenta,heavy and painful menses,severe and persistent pain in the lower right abdomen. Current weight: 160 lbs. Mr- positioning of essure device on the right with part of this device within the fallopian tube and part witin the endometrial cavity with obvious spillage of contrast seen on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: did not show occlusion on both sides. Ultrasound scan - in (B)(6) 2014: right fallopian tube perforation in late 2009 underwent home pregnancy test. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: update of quality-safety evaluation of ptc (product technical compliant ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right fallopian tube perforation"), pregnancy with contraceptive device ("pregnancy") and pulmonary embolism ("pulmonary embolism") in a 33-year-old female patient who had essure (batch no. 626684) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included psychiatric disorder nos, laparoscopy, multigravida, parity 3 ( (B)(6) 1999, (B)(6) 2008 and (B)(6) 2010) and preterm labor. Concurrent conditions included overweight, nausea, genital bleeding, allergic reaction to antibiotics, hematuria, drowsiness, diarrhea, vomiting, dehydration and uterine bleeding. Concomitant products included levocetirizine dihydrochloride (xyzal) for hives and rivaroxaban (xarelto) for pulmonary embolism. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urticaria ("hives / hives all over my body from the time of essure placement"). In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and placental disorder ("calcified placenta / placenta trauma"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. On (B)(6) 2014, 6 years after insertion of essure, the patient experienced pulmonary embolism (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced menorrhagia ("heavy menses") and dysmenorrhoea ("painful menses"). On an unknown date, the patient experienced mental disorder ("caused or aggravated any psychiatric and/or psychological condition"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent hysterectomy, bilateral salpingectomy, and cervicectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pulmonary embolism, placental disorder, menorrhagia, dysmenorrhoea and mental disorder outcome was unknown and the urticaria had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2010. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia, mental disorder, placental disorder, pregnancy with contraceptive device, pulmonary embolism and urticaria to be related to essure. The reporter commented: pfs- patient received treatment for hives,pulmonary embolism,pregnancy,fetal tachycardia,calcified placenta,heavy and painful menses,severe and persistent pain in the lower right abdomen. Current weight: 160 lbs. Mr- positioning of essure device on the right with part of this device within the fallopian tube and part witin the endometrial cavity with obvious spillage of contrast seen on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: did not show occlusion on both sides ultrasound scan: in (B)(6) 2014: right fallopian tube perforation in late 2009 underwent home pregnancy test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right fallopian tube perforation') in a 33-year-old female patient who had essure (batch no. 626684) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included psychiatric disorder nos, laparoscopy, multigravida, parity 3 ((B)(6) 1999, (B)(6) 2008 and (B)(6) 2010) and preterm labor. Concurrent conditions included overweight, nausea, genital bleeding, allergic reaction to antibiotics, hematuria, drowsiness, diarrhea, vomiting, dehydration, uterine bleeding, constipation and blood in urine. Concomitant products included levocetirizine dihydrochloride (xyzal) for hives and rivaroxaban (xarelto) for pulmonary embolism. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urticaria ("hives / hives all over my body from the time of essure placement"). In 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced placental disorder ("calcified placenta / placenta trauma"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. On (B)(6)2014, the patient experienced pulmonary embolism ("pulmonary embolism"), 6 years after insertion of essure. In (B)(6) 2016, the patient experienced menorrhagia ("heavy menses") and dysmenorrhoea ("painful menses"). On an unknown date, the patient experienced mental disorder ("caused or aggravated any psychiatric and/or psychological condition") and breast pain ("boobs pain"). The patient was treated with surgery (underwent hysterectomy, bilateral salpingectomy, and cervicectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pulmonary embolism, placental disorder, menorrhagia, dysmenorrhoea, mental disorder and breast pain outcome was unknown and the urticaria had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2010. The reporter considered breast pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, mental disorder, placental disorder, pregnancy with contraceptive device, pulmonary embolism and urticaria to be related to essure. The reporter commented: pfs- patient received treatment for hives,pulmonary embolism,pregnancy,fetal tachycardia,calcified placenta,heavy and painful menses,severe and persistent pain in the lower right abdomen. Current weight: 160 lbs. Mr- positioning of essure device on the right with part of this device within the fallopian tube and part witin the endometrial cavity with obvious spillage of contrast seen on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: did not show occlusion on both sides. Ultrasound scan - in february 2014: results: right fallopian tube perforation. In late 2009 underwent home pregnancy test . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event boobs pain was added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right fallopian tube perforation') in a 33-year-old female patient who had essure (batch no. 626684) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included psychiatric disorder nos, laparoscopy, multigravida, parity 3 ((B)(6) 1999, (B)(6) 2008 and (B)(6) 2010) and preterm labor. Concurrent conditions included overweight, nausea, genital bleeding, allergic reaction to antibiotics, hematuria, drowsiness, diarrhea, vomiting, dehydration, uterine bleeding, constipation and blood in urine. Concomitant products included levocetirizine dihydrochloride (xyzal) for hives and rivaroxaban (xarelto) for pulmonary embolism. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urticaria ("hives / hives all over my body from the time of essure placement"). In 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced placental disorder ("calcified placenta / placenta trauma"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. On (B)(6) 2014, the patient experienced pulmonary embolism ("pulmonary embolism"), 6 years after insertion of essure. In (B)(6) 2016, the patient experienced menorrhagia ("heavy menses") and dysmenorrhoea ("painful menses"). On an unknown date, the patient experienced mental disorder ("caused or aggravated any psychiatric and/or psychological condition") and breast pain ("boobs pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy, bilateral salpingectomy, and cervicectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pulmonary embolism, placental disorder, menorrhagia, dysmenorrhoea, mental disorder, breast pain and weight increased outcome was unknown and the urticaria had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2010. The reporter considered breast pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, mental disorder, placental disorder, pregnancy with contraceptive device, pulmonary embolism, urticaria and weight increased to be related to essure. The reporter commented: pfs- patient received treatment for hives, pulmonary embolism, pregnancy, fetal tachycardia, calcified placenta, heavy and painful menses, severe and persistent pain in the lower right abdomen. Current weight: 160 lbs. Mr- positioning of essure device on the right with part of this device within the fallopian tube and part witin the endometrial cavity with obvious spillage of contrast seen on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: did not show occlusion on both sides. Ultrasound scan - in (B)(6) 2014: results: right fallopian tube perforation. In late 2009 underwent home pregnancy test concerning the injuries reported in this case, the following one was described in patient¿s social media: weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added: weight gain. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.